Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent, bloating, and fibrin coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with intraperitoneal vancomycin (2g every 5 days for 3 weeks) and tobramycin (60mg daily for 3 weeks, route not reported). The patient was discharged from the hospital after three days and was reported to be recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).